Manufacturer narrative:
It was found the exhibit central station had lost its license after as a result of the hard reboot. The fse continued to reload the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. It could not be determined why the device had become frozen, prompting the hard reboot.

Event description:
The customer reported that while monitoring patients on a exhibit central station, the central had become frozen. The clinical staff performed a hard shut down to recover, however upon restart the exhibit license was lost. There was no patient or user harm associated with this event.